Event description:
It was reported that during an unk procedure the device would not work with hand activation. They used the footswitch to complete the case. No pt consequence reported.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.